Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an "eoe" error code on both channels of the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: according to the information in the complaint record, both channels of the heater cooler unit experienced a fault code of eoe during cpb. The eoe fault is an issue with the mixing value of the unit. There were no problems heating or cooling the patient and there were no leaks noted. The users elected to change out the unit for a back-up unit. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr replaced both mixing valves according to the notice of field correction (nfc) and completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The customer knows this is a valve issue. A replacement valve has been ordered and is currently on back-order.